Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that the positive tinsel wire to the lug on the speaker harness assembly had an open connection. This caused the speaker not to provide sound. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device did not give any voice prompts when they opened the device's lid. There was no patient use associated with the reported event.